Manufacturer narrative:
The reported device, used in treatment, was not returned to the designated complaint facility for independent evaluation, thus visual inspection and functional testing could not be performed. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. A relationship, if any, between the subject device and the reported event could not be determined. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
Internal complaint reference (B)(4). H10, h3, h6: the device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was performed. The device was received pressurized. A functional evaluation was performed. The dumbbell joint was stiff and difficult to articulate. The complaint was confirmed and the root cause has been associated with a maintenance problem. Factors, unrelated to the manufacturing and design of the device which could have contributed to the reported event, include leaving the device pressurized for an extended period of time. It is recommended that the spider 2 instructions for use be reviewed regarding depressurizing the spider 2 for storage to prevent the premature deterioration of the seals, pressure cups and pressure rings. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
Internal complaint reference case-(B)(4).

Event description:
It was reported that during the surgery, the joint part closest to the spider tenet main body side, was oppressed movement. It is unknown if there was a back-up device available or if there was a delay. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.